Event description:
Per a computed tomography (CT) chest/abdomen/pelvis: "ivc filter with: - tilting with the apex against the wall - 16 mm vertebral and 5 mm mesenteric perforation - two upper arms are fractured. - superficial collateral veins in the abdominal wall, likely representing ivc occlusion - no migration".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, inferior vena cava (ivc) occlusion, tilt. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right femoral vein due to prophylaxis for deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging vena cava and organ perforation. Patient notes and further alleges "it moved and not [sic] 2 metal prongs are resting on my spin [sic] after tearing through vein". Per the (B)(6) 2009 ivc (inferior vena cava) filter placement: "...the select [sic] ivc filter was then guided into position and released. We confirmed position of the opening of the ivc filter under the renal veins". Per the (B)(6) 2017 CT (computed tomography) of abdomen and pelvis: "impression: ivc filter is present with 2 struts demonstrating transmural penetration; the left strut traversing between the aorta and the l3 vertebral body with the tip of the strut appearing to penetrate the cortex of the l3 anterior vertebral body, the right strut traverses between the right iliopsoas and l vertebral body".

Event description:
Additional information has been received. The patient additionally alleges device fracture, clot in filter, stenosis, post-thrombotic syndrome, caval thrombosis, and embedment. It is alleged the patient had previous failed filter retrieval attempts and a successful, complex, percutaneous filter retrieval on (B)(6) 2022. Per an angioplasty procedure note: "this [patient] has a profound bilateral post-thrombotic syndrome with wounds and ulcerations. [Patient] did have an ivc filter placed in 2009". "A venogram was performed indicating no overt thrombus in the bilateral iliac veins. The inferior vena cava does identify an ivc filter, which does not appear to be overtly thrombosed". "There is significant iliac vein stenosis of about 80% with chronic thrombus on the inner wall of the vein. The stenosis does extend up to the inferior vena caval filter itself". "There is overt compression of the iliac vein by the right iliac artery consistent with may-thurner syndrome; however, this stenosis does extend up again, with some thrombus at the level of the inferior vena caval filter". "The decision was made at this point for temporary relief to balloon angioplasty each iliac vein up to the ivc...". Repeat angiogram does show wide open patency of the iliac veins; however, I should note that there does appear to be chronic exteriorization of the inferior vena caval struts outside the inferior vena cava itself". "The patient did tolerate the procedure well and was transferred to the pacu in stable condition". Per the successful percutaneous filter retrieval: "chronic indwelling ivc filter with failed previous attempts at retrieval. The patient has multiple bilateral lower extremity venous ulcerations and swelling". ".the right internal jugular vein was accessed." "Inferior vena cavogram demonstrates patent ivc with tip embedded filter. There are 2 fractured struts which extend into the vertebral bodies. Endobronchial forceps were used to grasp the filter and when stabilized, the sheath was advanced over the filter to recapture the filter. The filter was captured and removed. The 2 fractured struts remained embedded within the vertebral bodies". "Inferior venacavogram post removal shows an intact inferior vena cava with complete removal of the filter. There is no extravasation or thrombus noted". "Left iliac venography was completed. Given significant collateral flow on the left side, intravascular ultrasound was used in the left common femoral vein proximally through the ivc. This revealed multiple chronic webs and scarring with significant distal vena cava thrombus". "Impression: successful removal of inferior vena cava filter" ."chronic left iliac and ivc stenoses resolved with angioplasty."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a5a, a5b, b5, b6, b7, d6b, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: embedment, deep vein thrombosis (dvt), caval thrombosis, post thrombotic syndrome, stenosis, difficult to remove. The additional information regarding embedment does not change the previous investigation results for organ/vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2009". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.